Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by mfg: returned product consisted of a xmi thrombectomy system. The pump, effluent/supply line, shaft and tip were microscopically, tactile and visually inspected. Inspection of the device revealed that there were numerous kinks throughout the shaft of the device. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to go into prime and the ¿check saline supply¿ error was displayed. The device was removed from the console and the shaft was cut at the severe kink in the shaft 41.5cm proximal of the tip. It was found that the hypotube was cracked at the location of the severe kink. Due to the degree of the crack, the hypotube broke completely at the crack while the device was placed back into the biohazard bag. Inspection of the remainder of the device presented no other damage or irregularities. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
Reportable based on device analysis completed on 04-oct-2018. It was reported the device stopped during priming. An angiojet® ultra xmi® thrombectomy set was selected for use in a thrombectomy procedure. During priming outside the patient, the device worked until 10 seconds then stopped. The equipment was reset and the saline was replaced; however the problem persisted. The device was switched out and the procedure was completed. No patient complications were reported and the patient was stable. However device analysis revealed that the hypotube cracked.